Event description:
Customer reports back to back testing on the advantage system with results of: 242 mg/dl to 126 mg/dl, 242 mg/dl to 127 mg/dl; 242 mg/dl to 50 mg/dl, 50 mg/dl to 155 mg/dl, 50 mg/dl to 198 mg/dl, 198 mg/dl to 126 mg/dl, 198 mg/dl to 127 mg/dl, 198 mg/dl to 131 mg/dl, and 198 mg/dl to 136 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.